Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure to treat an iliofemoral deep vein thrombosis using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced the cat8 through a sheath. However, the physician experienced resistance while advancing an indigo system separator 8 (sep8) through the cat8; therefore, the cat8 was removed. Upon removal, the cat8 was found to be kinked. The procedure was then completed using a new cat8 and the same sep8. There was no report of an adverse effect to the patient.